Event description:
The lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that her surestep enhanced meter was reading inaccurately low. The patient obtained results of 23 mg/dl, 46 mg/dl, and 40 mg/dl in march 2006. Results were spread out throughout the day. Besides experiencing slow sppech, no other symptoms were apparent. Due to the low results, the pt did not take her usual amount of insulin. Patient is prescribed 14 units of lantus in the morning and novolog based on a sliding scale regimen. The following day, the pt obtained a 15 mg/dl at 8:00 am, while still having slow speech. No insulin was administered due to the low result. At noon, the patient obtained a 25 mg/dl, while still experiencing symptoms. The patient was taken to her prescheduled doctor's appointment. At 2:30 pm, the physician tested her with his meter and obtained a 569 mg/dl. No treatment was administered at the appointment; however, the reporter was advised to administer patient's insulin upon arriving home. A result of 228 mg/dl was obtained that same evening at 8:00 pm, using a different vial of test strips. The customer care advocate verified that the unit of measurement was set correctly. The patient was correctly applying the sample to the test strip. The approximate room temperature was within range and the air in the room was normal. The cca discovered that the puncture area was being cleaned incorrectly and the test strips were expired, both of which can result in inaccurate readings. No further quality control testing was performed. The meter, test strips, and control solution were replaced. The complaint is being reported since the patient was obtaining low results, not administering her usual insulin dose, experiencing symptoms of high blood glucose levels, and received treatment advice for a blood glucose level of 569 mg/dl obtained on her physician's meter.